Event description:
It was reported that during a surgical procedure at the user facility the sonopet console irrigation was not working properly causing the device to overheat. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
This follow-up report is being submitted due to the investigation being completed.

Event description:
It was reported that during a surgical procedure at the user facility the sonopet console irrigation was not working properly causing the device to overheat. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.